Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the flap was found too thin following lasik flap creation. The operation was stopped and will be completed another day. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Due to insufficient information the root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).